Event description:
Physician reported that when switching on the handheld, an exclamation point appears on the screen near the sign of the loudspeaker. After touching the exclamation point, the sign disappears. When performing interrogation, it takes several minutes before progressing to the next step. Physician thought that the screen froze, but after a few moments he received the interrogation results. Handheld and software are pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.